Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 8, 2007 at 9:25am, the lay-user/patient contacted lifescan (lfs) alleging that the ultra meter is inaccurate high readings. On october 12, 2007, this medical affairs specialist contacted the patient to obtained more information. However, the patient provided limited information at the time of the call. According to the patient, she has been getting allegedly high readings for the last several months. For example, on one occasion at an unspecified date and time, the patient took 7 units of regular insulin based on her sliding scale insulin regimen/lfs glucose meter readings and then her blood glucose would drop. The patient had to call ems 3 times since september of 2007. Twice on the same month and the following month, the patient obtained blood glucose results of "43, 18 and 51 mg/dl", respectively, on an emt meter. On each occasion, the patient developed symptoms of "dry mouth" and was treated a glucagon injection by the emt. The patient was unable to provide any specific lfs glucose readings at the time of concern. The patient's insulin regimen has changed several times since the previous month. The patient was not able to provide the previous insulin regimen. During troubleshooting, the customer care advocate (cca) verified that the patient was using the correct testing technique, and the unit of measurement was correctly set to mg/dl. However, the patient was unable to answer the following questions: "is the customer reading the meter right side up? What was the reading on the lifescan meter? What is the difference between the readings? Verify results in meter's memory. Do results match?" This complaint is being reported because the patient reportedly required medical intervention on three occasions after obtaining reportedly inaccurate high readings on the lfs meter and had hypoglycemic results when tested on the emt meter. Replacement products were sent to the patient.